Manufacturer narrative:
No product will be returned for evaluation.

Event description:
On 12/24/2009, a company rep reported she was contacted by the pt's doctor who reported the pt had an elevated blood glucose reading of around 500 mg/dl yesterday and who experienced chest pain. The rep's efforts to contact the pt were unsuccessful. On follow up with the pt, he stated that in 2009 he had consistent elevated blood glucose readings in the 300's mg/dl. He stated he took no action on these readings. By the following day, he said his readings were in the 500's mg/dl and he was having chest pains, he then called his endocrinologist who instructed him to take insulin via injection and to visit a doctor. The pt went to the hospital where he was diagnosed with a 'mild' heart attack. He said while in the hospital he was diagnosed with ketoacidosis and taken off of his infusion device, so he could receive heart treatment. He was in intensive care for 2 days and released two days later. No product was requested to be returned for evaluation.